Event description:
It was reported that the rn placed the foley catheter but could not inflate the balloon more than 3ml before meeting resistance. The foley was in as far as it would go. Both the physician assistant and the surgeon tried. The staff then tried to empty the balloon and could not. When trying to remove the foley, resistance was met. They tried multiple times to fully deflate the balloon and still met resistance. The device was then removed. Once it was removed, the surgeon still could not fully deflate the balloon. The patient has a small amount of bleeding from the foley being removed with a partially inflated balloon.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received with the meter bag attached. Visual evaluation noted no obvious defects. Attempted to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). It was noticeably difficult when attempting to push solution into the balloon. Attempted to deflate what solution was able to make it into the balloon and was unable to do so. The balloon was then dissected to find that the inflation notch was not completely perforated. This was considered a failure that stated the notch punch should be complete. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the rn placed the foley catheter but could not inflate the balloon more than 3 ml before meeting resistance. The foley was in as far as it would go. Both the physician assistant and the surgeon tried. The staff then tried to empty the balloon and could not. When trying to remove the foley, resistance was met. They tried multiple times to fully deflate the balloon and still met resistance. The device was then removed. Once it was removed, the surgeon still could not fully deflate the balloon. The patient has a small amount of bleeding from the foley being removed with a partially inflated balloon.